Manufacturer narrative:
The device returned to olympus for evaluation. The evaluation confirmed the customer complaint of noise. The device posted a short circuit error when the jaws were closed. This was due to the teflon pad completely missing, exposing metal underneath the pad and creating a short circuit condition when the exposed metal was in contact with the probe. Based on similar reports, a potential cause for the mechanical damage to the teflon pad is operator¿s technique. The device instruction manual states that to avoid this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that at the beginning of a nephrectomy procedure, the device gave an uninterrupted sound when cutting. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed using another similar device.